Event description:
It was reported that the insulin pump alarmed an error. The customer declined to provide their blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. Unable to verify alarms due to motor error alarms. Insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads and minor scratches on lcd window.